Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a "no disposable clamp tubing" alarm. The alarm was silenced as instructed. Pump settings were reviewed: reservoir volume ¿ 45.7 ml, continuous rate ¿ 6.2 ml/hr, volume given ¿ 104.35 ml. The pump was restarted, and the screen displayed "run." No patient harm was reported. The event occurred while in use with a patient.